Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the complete lead noted no blockages within the lead's lumen, which otherwise could have resulted in the reported stylet insertion/removal difficulties. 18 stylets returned in bag with the lead with a mixture of j, straight and bent/kinked. Stylet insertion test was conducted in which the lead was laid straight on a flat surface, a stylet was inserted 0.014-inch diameter (soft) and 0.016 inch diameter (firm) and was able to advance from the terminal to lead tip without any difficulty. In this case, it appears that the stylet insertion difficulty allegation could not be concluded/ or deemed as the cause of the reported event.

Event description:
It was reported that during an implant procedure on (B)(6) 2019 of a right ventricle lead, difficulty in placement was presented even with the use of various stylets. It was indicated that there was resistance and that the subclavian area was narrow and tight. A new lead was used to complete the procedure. No adverse health outcome was reported. The lead has since been returned for analysis in which the investigation is now complete. The results are as enclosed.

Event description:
It was reported that during an implant procedure on (B)(6) 2019 of a right ventricle lead, difficulty in placement was presented even with the use of various stylets. It was indicated that there was resistance and that the subclavian area was narrow and tight. A new lead was used to complete the procedure. No adverse health outcome was reported. The lead has since been returned for analysis in which the investigation is in progress. A follow up report will be submitted once the investigation is complete.